Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip, scratched reservoir window and cracked battery tube threads.

Event description:
It was reported that a button on the insulin pump was becoming hard to push in that it was intermittently responsive. The customer stated the issue began two or three months before and was becoming increasingly worse. His blood glucose level was 158 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.